Event description:
It was reported that the ventilator had no minute volume. The ventilator was contaminated with water/moisture. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer, presence of liquid spill was confirmed on the expiratory channel printed circuit board (pcb) and inspiratory pressure transducer printed circuit board (pcb). The ventilator was investigated without the used expiratory cassette. The pcbs were replaced. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The provided pictures confirmed the corrosion pcbs. The received logs revealed technical alarms in (B)(6) 2021, peep low, expiratory minute volume low and respiratory rate high. Ingress of liquid/corrosive substance on pcbs can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the liquid is unknown.